Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The customer¿s reported issue was confirmed as the image stopped showing on the screen. Troubleshooting found the issue was due to a defective patient board set. A software upgrade to the latest version is recommended. The product was purchased in (B)(6) 2014. The device has had no previous repair records. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus customer service representative was informed by the biomedical equipment technician at the user facility that the customer evis exera iii video system center¿s ¿image stopped showing on the screen¿ during preparation for use. No death, injury or harm was reported to olympus. The device was returned to the service center for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the defective/faulty patient board set could not be identified. Olympus will continue to monitor field performance for this device.